Manufacturer narrative:
The device was returned for investigation. Inspection of the device exterior found the irrigation lumen jacket was torn and the hypotube was broken approximately 7cm from the distal tip. A boston scientific navigator 12/14 ureteral access sheath was returned with the device and was still attached to the catheter shaft of the cvac device. Based on the details of the reported event and the investigation findings, the catheter experienced excessive manipulation forces and mechanical strain during the procedure causing outer lumen jacket damage, hypotube damage, and electrical and steering systems damage. The lot history review (lhr) for lot # 82054841 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2025, a patient with a complex collecting system had a steerable ureteroscopic renal evacuation (sure) procedure using the cvac device. During the procedure, the physician reported difficulty deflecting the steering level while accessing a lower pole stone. Subsequently, the cvac camera led lights stopped working. The physician had difficulty removing the cvac device from the ureteral access sheath (uas), so the uas and the cvac device were removed together with no patient injury. The physician completed the procedure with standard ureteroscopy. Investigation of the returned device on 22-sep-2025 revealed damage to the hypotube.